Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ion-selective electrode (ise) module to resolve the issue. The fse verified system performance.

Event description:
The customer reported obtaining false low na (sodium), k (potassium) results and/or calc (calcium) results for two (2) patients, involving the unicel dxc 600 synchron system. The customer repeated the samples on an alternate dxc and obtained higher na, cl, and calc results considered correct. The false low na, k, and calc results were not reported outside the laboratory. There was no change or affect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.